Event description:
Customer reportedly received result of hi (greater than 600 mg/dl) on the advantage system. No actions taken based on device result. Customer reported high glucose symptoms with result of hi, and was taken to the hospital. Customer's blood glucose result on professional device was 64 mg/dl; this result was obtained within 10 minutes of hi result. Customer reported low blood glucose symptoms with result of 64 mg/dl, and was given crackers and ice cream as treatment; symptoms improved, and customer was released. No adverse event reported. Requested return of suspect device and replacement was sent.